Manufacturer narrative:
E1: reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a high priority alarm had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that a high priority alarm had occurred. The investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received (B)(6) 2024, the reported issue was unable to be confirmed or duplicated. The reported issue was unable to be confirmed or duplicated. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.